Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that during an oncological procedure (distal femoral replacement of right side), stem inserter would not retain a pin which keeps 2 parts of the implant together. The pin was retrieved from the patient successfully. Procedure was completed by having the 2 parts held together manually. Rep reported there was no delay in the procedure and no adverse consequence to the patient.